Event description:
During index procedure, venaseal occluding device was used to treat the right great saphenous vein (gsv). The lumen was not flushed prior to use. It is unknown if IFU was followed. The vein was treated from mid to distal calf through 5cm below the sfj (2.8ml adhesive used). There was no procedural complications during or following the procedure. Two weeks post index procedure, patient returned for second venaseal treatment of the left great saphenous vein (gsv). Gsv was treated from distal calf to 5cm below sfj (2.8ml adhesive used). The procedure was completed. There was no immediate complications. Sixteen days post index procedure and two days post second procedure, patient contacted physician on call with concerns of hives/itching as well as redness at the access site. Physician recommended starting benadryl and medrol dose pack. Several hours later, patient contacted the on call physician again, stating that symptoms were worsening. Patient was seen in sch ER and treated with IV steroids and sent home with prednisone and antihistamine. After completing prednisone that was prescribed through the ER, patient started a medtrol dose pack. Patient's hives continue at this time however, less intense per patient report. No further patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.